Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a grip tip breakage. The conductor wire and the grip cable were found to be broken as well, and the grip tip broken was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had tip broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage described above occurred prior to the start of a surgical procedure on the reported event date of 12/17/2025. There was no report of fragments falling from the device while used on a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.